Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Event description:
It was reported that a poor barrier separation occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter. During r&d testing in franklin lakes, we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tubes. This is the same observation that was reported for batch."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a poor barrier separation occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter, during r&d testing in (B)(4), we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tubes. This is the same observation that was reported for batch."